Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed multiple episodes noise on the atrial lead. All other electrical parameters were normal. The physician elected to abandon the device and the leads and implanted a new system on the right side. The patient was doing well post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated: it was reported that tendril lead exhibited lead failure. The failure was generically classified as: noise that is characteristic of an insulation breach and not felt consistent with electromagnetic interference ¿ emi. Repeated low impedance with a clear change from a previously normal value. Lead fracture, defined as a clinically significant rise in impedance and or abrupt rise in pacing threshold with loss of capture despite maximal output. There was no clear indication as to which lead showed which failure. No additional information was reported.